Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room with symptoms of palpitations, device back up vvi was observed. A device download restoration was performed successfully. Patient was stable post re-programming changes and will continue with routine follow ups.